Event description:
On (B)(6) 2010, the surgeon performed a right si joint fusion using three 7mm ifuse implants. Ten days post-operatively, the pt had a slip and fall after which the pt developed severe pain on her right side. The pt had no weakness or numbness upon examination, however, x-rays showed that the superior implant had broken through the superior ala and there was a small fragment of bone in contact with the right l5 nerve root. On (B)(6) 2010, the surgeon performed a revision surgery to remove the most superior of the three implants. No new implant was placed. No grafting of the hole created by removal of the implant was performed. The pt's right leg pain and si joint pain have resolved completely. The pt has not residual complaints of lower extremity leg pain, numbness or weakness. It was reported that at most recent clinic follow-up the pt is doing well with no complaints.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause for the implant breaching the supervisor ala is a result of the pt having a slip and fall. Late report of this adverse event is addressed under CAPA# (B)(4).